Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax, requiring a chest tube and hospitalization. The target nodule was located in the right upper lobe anterior segment. A radial endobronchial ultrasound (ebus) probe was utilized to locate the lesion. Instruments used during the procedure included a 21g flexision biopsy needle, a third-party cytology brush, and a third-party compatible forceps. There was no device malfunction associated with the event. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
A system log review was not performed as the procedure date was not confirmed or known. There is no indication that the customer reported complication of pneumothorax was related to a product issue. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure.